Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was over of 588 mg/dl. At the time of incident. Customer stat that they secondly received off no power alarm after troubleshooting with low battery alarm. Customer also stated that the received spi to motor pic communication error. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.